Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper device maintenance which is user error / misuse / abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device did not operate when the trigger was squeezed. During in-house engineering evaluation, it was determined that the device unit failed the functional test - short, the reciprocator was operating intermittently, the device showed signs of immersion, the motor was operating intermittently, unknown liquid residue on the electronic control unit, unknown liquid on the internal components and the gear for the reciprocator was corroded. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.